Event description:
It has been reported to philips that the system gave a memory full error and no longer produced images. The customer deleted old images; however, the issue was not resolved. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer was performing a heart operation. There was a delay however, the customer did not provide further details regarding the procedure outcome or patient status. A philips field service engineer (fse) visited the site and confirmed that the user message was present in the log file. However, no errors with the image processing (ip)-pc were seen. The fse reset the image/patient database, but the message was still present after this. The fse solved the issue by implementing the solution from medical device correction z-1151-2024/z-1156-2024. Analysis of the log file confirmed a malfunction of the ip-pc, but an exact root cause could not be identified. After implementing the solution from the medical device correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.